Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent fusion and posterior fixation instrumentation surgical procedure after a trauma in (B)(6) 2010. The patient appeared to have back pain, therefore on (B)(6) 2010, the patient underwent l4-l5 right-sided transpedicular decompression with excision of the complete facet, l4-l5 left-sided transpedicular decompression; l4-l5 posterolateral fusion; l4-l5 posterior non-segmental pedicle screw instrumentation; l4-l5 interbody cage placement with local autograft and rhbmp 2/acs; and aspiration of right iliac crest for stem cell. The procedure was performed under mini invasive procedure. During the procedure, l4 nerve root inflamed was noticed. The central stenosis also was noticed during the surgery. L5-s1 facet reportedly was almost completely ankylosed. Posterior instrumentation was implanted at l4, l5. At the end of the procedure, l4 nerve root reportedly appeared significantly healthier. Rhbmp 2/acs, autograft, and a cage were implanted in l4-l5. 2 minutes and 18 seconds of fluoroscopic was provided during the procedure, two images were captured, which demonstrate bilateral pedicle screws with vertical fixation bars at l4 and l5. And bone graft cage at the interbody disc space. Alignment is normal. Disc space narrowing is noted at l5-s1, with questionable ankylosis at that level noted on the comparison study. On (B)(6) 1010 one day post op, the mr report showed: ¿status post posterolateral lumbar interbody decompression and fusion at l4-l5. Hardware appears intact and in satisfactory position. The l4-5 interbody cage seen to the right of midline in oblique orientation. Prominent streak artifact related to the hardware.¿ six days post the operation on (B)(6) 2010, the patient reported had some immediate postoperative left leg discomfort. When the patient stand up, he felt like his left leg would give out completely. Preoperative painful leg mostly resolved. A l4-l5 left-sided revision decompression of the exiting and traversing nerve root was performed at the same day. During this procedure, a little epidural hematoma was noticed, it was believed as normal postoperative accumulation of blood. The exiting nerve root was very hyperemic and abnormal appearing in color and texture was noted on the initial operative report and as compared to his intraoperative contralateral side. The decompression was performed. No herniation was noted at l4. On (B)(6) 2010, two months post the surgery, the patient reportedly had problems with drainage in the operative area. The patient reportedly had no significant improvement of pain. The patient had some left lower extremity radiculopathy. For two weeks the patient had been having left groin and epididymal pain. The patient had been found to fevers, sweats, and chills. His crp was trending upward and peaked at 44. The patient white count on (B)(6) 2010 was 6000. The patient took oral doxycycline the day before. He was also placed on cephalexin and neurontin. The patient also reported to have funny taste in his throat that had been ongoing for a couple of weeks. The physical exam shows not special findings. On (B)(6) 2010, medical record stated that the recent MRI scan was reviewed by the surgeon, it showed myositis in the left paraspinal musculature and no definitive abscess was seen. Reportedly, the patient preoperative right leg pain had completely resolved. The assessment for this visit was left sided lumbar myositis. IV antibiotics were given. On (B)(6) 2010, the patient was admitted to the medical floor to be monitored for regimen of treatment. The MRI on the same day showed that there was a small 8x10mm fluid collection on the right and there was a larger apparently crescentic fluid collection on the left (measuring 30mm in ap diameter and 11mm in width anteriorly and 4mm in width posteriorly. This could represent a more rounded oval-shaped fluid collection with portions of the collection obliterated by adjacent hardware artifact). There was significant surrounding enhancing granulation tissue with scar. There was enhancement in the adjacent left paraspinous musculature in a pattern suggesting either myositis or denervation atrophy. The patient also was evaluated for a pelvic abscess, the result was negative. On (B)(6) 2010, a comparison evaluation of MRI showed left-sided PICC line with tip in the mid svc. Lungs are clear aside from minimal subsegmental atelectasis left base inferior. No pleural effusion or pneumothorax seen. At the same day the patient received a placement of a left arm 5-french double lumen PICC line. The patient was discharged from hospital without any other complications reported. On (B)(6) 2011, four months post op, the MRI report showed: ¿status post bilateral laminectomies and facetectomies with fusion hardware at l4-l5, not significantly changed. Small fluid collections within the laminectomy defects bilaterally and greater on the left. These appear to have increased slightly from (B)(6) 2010 and may represent postoperative seromas or small abscesses. Bone marrow edema within the l5 and to a lesser degree l4 vertebral bodies is similar to the prior exam. No fluid is evident within the disk space, although diskitis remains in the differential. Fairly extensive epidural enhancing fibrosis at the l4-l5 level and encasing the bilateral l4 never roots left greater than right. The left l4 nerve root does appear thickened and may be edematous. Correlation for a left l4 radiculopathy would be of benefit. Mild diffuse disk bulge at l4-l5 without definite disk extrusion. No significant central or foraminal stenosis elsewhere within the lumbar spine.¿ on (B)(6) 2011, the bone scan showed: ¿uptake in the right ac joint is felt to be degenerative in nature.¿ on (B)(6) 2011, the gallium scan showed: ¿low-grade uptake is present at the l4-l5 level, which is felt to likely relate to the relatively recent surgery given the low-grade uptake. An incompletely eradicated infectious process remains difficult to completely exclude however.¿ on (B)(6) 2011, at six months post op visit, the patient reportedly had no improvement with extensive physical therapy, antibiotics, pain regimen, and the patient was showing evidence of loosening and pseudoarthrosis on plain x-rays. The physical exam showed that the patient had tenderness to palpation in the lumbar spine. It was reported that unchanged from last visit. X-rays showed that the patient was starting to have increasing lucency within the l4-l5 interbody space. The patient was starting to show haloing around the left l5 pedicle screw. It was suspected infection. It was recommended to do a radical debridement with an l4-l5 anterior lumbar interbody complete discectomy, taking culture, remove the hardware, and re-instrumentation. In addition, a (B)(6) 2011 frozen pathology report showed received specimen of l4 ¿l5 tissue negative for malignity. On (B)(6) 2011, seven months post the (B)(6) surgery, the comparison MRI evaluation showed negative for pneumothorax. The patient was received anterior repair of l4-l5 pseudoarthrosis, l5-s1 anterior lumbar body fusion, exploration of fusion l4-l5 anteriorly, placement of cage l5-s1 anteriorly, removal via retroperitoneal approach, exposure of l3-s1 bodies, dissection of the iliac and deep pelvic veins as well as the iliac artery to provide access as well as the lower abdominal aorta. L4-l5 on the right side re-instrumentation was added. The procedure reportedly went well. The patient was discharged from the hospital on (B)(6) 2011 five days post the procedure. The IV antibiotics were continued. On (B)(6) 2011, 13 days post op, MRI report showed that ¿moderate hydronephrosis and hydroureter to the level of the left mid ureter, where there is an area of subcutaneous induration and fat stranding likely representing postsurgical changes. Findings appear to be causing an area of narrowing or structuring of the left mid ureter. Study is limited due to the lack of IV contrast. Postsurgical changes of the lower lumbar spine as described above. Evaluation for abscess formation is limited due to lack of IV contrast. No other information was available for this visit. On (B)(6) 2011, approximately a month post (B)(6) 2011 procedure, the patient visited doctor for possible peripherally inserted central catheters line infections. The PICC was changed. On (B)(6) 2011 MRI report, it showed ¿mid thoracic chronic disk degeneration with ventral ridging, but no significant spinal stenosis or cord compression.¿ on (B)(6) 2012, the CT lumber spine with myelographic contrast showed ¿specifically abnormal soft tissue is again observed in the left lateral recess and neural foramen. Previous MRI study demonstrated characteristics consistent with epidural scarring/granulation tissue. This may be expected to compromise the left l5 nerve root.¿ on (B)(6) 2012 doctor¿s visit, the patient reportedly had chronic left leg pain and weakness. And previous lumbar fusion reportedly was fused. On (B)(6) 2012, the patient received a spinal cord placement t8-t9 level with a battery pack in the right superior buttocks. The post op comparison evaluation of CT scan with the film on (B)(6) 2012 showed that fluoroscopic guidance provided placement of spinal cord stimulator. No other information was reported at this time.